Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 600 mg/dl and ketones. The customer had changed the infusion set five or six times, but continued to experience high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery and low reservoir alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be sent. Nothing further was reported.